Manufacturer narrative:
With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's use of therapeutic anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual address guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received from the clinical database that a patient presented with fatigue, malaise and a three day history of bloody stools. On admission to hospital, the patient was noted to be anemic and to have an elevated international normalized ratio (inr). The patient was given two units of fresh frozen plasma and a total of four units of packed cells. The patient's bleeding is reported to have stopped with the correction of his inr. In addition, the patient was noted to have had a foley catheter inserted for post-void residuals with effect. No further intervention for this event was deemed necessary. The patient was discharged home with straight catheter kits. The events were reported to have been resolved on (B)(6) 2014. The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad system or procedure.